Event description:
This pt received their single-channel cochlear implant 20 years ago. After a recent CT scan revealed that the electrode had migrated from the cochlear pt elected to have the device removed. The pt did not wish to be reimplanted with multichannel system.